Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and request further information; however, a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch (lss) alert due to high out of range pacing impedances with values greater than 3000 ohms. In addition, the right atrial automatic threshold (raat) test was reported to be suspended after the lss. Technical services (ts) was consulted and stated that for the raat test to function the lss alert needed to be cleared. Subsequently, it was reported that the associated device was interrogated and the lss alert was cleared. This ra remains in service. No adverse patient effects were reported.